Event description:
The customer reported that she passed out in her sleep and her blood glucose went down to 20mg/dl, the husband called the paramedics and she was treated with a sugar drip. The caller stated that her doctor cut her night basal rates after the sensor alerted her that the blood glucose was dropping to 53mg/dl. The caller stated that the threshold suspend did work and did not go to bed until her glucose level was over 100mg/dl. Then the diabetes educator called her back and cut the night basal rates again drastically. The customer mentioned using stuff in the tube that the doctor told her to use when she is conscious and glucagon when she is not. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.